Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered during mixing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between march 26, 2020 to march 27, 2020. H10: the device was received for evaluation. A visual inspection was done which observed a small tear at the lower left side edge of the bag. Functional testing was performed which revealed a leak from the lower left side edge of the bag approximately one inch above the bottom left side shoulder port weld. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.